Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments as the external pulse generator (epg) powered up as normal however it was noted that the epg failed several tests at incoming functional testing, the main printed circuit board (pcb) and several internal components were contaminated. It was noted that the epg had a number of errors, the hanger assembly was broken and the main seal was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned to service for repair subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.